Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is resident of (B)(6). Update 6 apr 2015: rec'd der, confirmation of revision, dor, stem and sleeve details, additional reason for revision: pain, sales rep. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, elevated metal ions (no labs provided), and small pseudotumor. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2015.